Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the right ventricular lead exhibited high pacing lead impedance in bipolar and unipolar configurations. On (B)(6) 2020, the lead was capped and replaced successfully. The patient tolerated the procedure well and was in stable condition before and after the procedure.